Manufacturer narrative:
(B) (4). Event is still under investigation at this time.

Event description:
A (B) (6) male patient underwent aaa repair on (B) (6) 2009. The patient was considered to have a suitable anatomical form for endovascular repair. During insertion of the main body, the physician first deployed the top cap to perform the procedure. Since there were a lot of thrombus at the patient's left common iliac artery, the physician decided that it was difficult to place the leg, so he embolized the left internal iliac artery, used 2 of the legs to extend until the external iliac artery and did a placement. The angiography performed during the procedure, showed that the left renal artery was opened, and same result was obtained during another angiography that was performed a week later. On (B) (6) 2010, during follow up angiography showed that the left renal artery has stenosis. On (B) (6) 2010, the physician placed another manufacturer's stent into the patient's left renal artery and opened the stenosis portion. The patient was doing well after the procedure.